Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and no issues related to the customer complaint were found. The customer complaint could not be confirmed, therefore the root cause could not be determined.